Manufacturer narrative:
The downloaded device returned an 0x14 alarm. Timeouts were observed towards the end of the device run, but no abnormalities were found with the rotational sensor data. There were no occlusions found along the fluid path and no damages or defects were found. The cause of the generated alarm could not be determined. The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 20.7 mmol/l (372.6 mg/dl) while wearing the pod between 1 and 4 hours on the abdomen. The pod was removed, and the cannula was noted to be bent. Hyperglycemia treated by applying a new pod and bolus.